Manufacturer narrative:
The cause for the discordant advia centaur hbc total result is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The instrument is performing within specification. The IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis b virus. Levels of anti-hbc may be undetectable both in early infection and late after infection. The calculated values for hepatitis b in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00297 on december 19, 2014. On 01/14/2015 additional information: the patient sample sid (B)(4) was not provided for additional testing and investigation at the manufacturer's site. The cause for the discordant advia centaur hbc total result is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A false nonreactive advia centaur hbc total result was obtained on a patient sample. The patient sample was reactive for hbc igm. The patient sample was sent to a reference laboratory for repeat testing. The hbc total and hbc igm results were reactive. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur hbc total result.